Event description:
It was reported by the therapist that the ventilator's turbine slowed down and caused the exhaled tidal volume to drop from 350ml to 50-60ml while connected to a patient. The ventilator had an audible alarm when the event occurred. No patient harm reported.